Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, ¿distorted image, no image¿ which was isolated to a defective/worn out connector. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the clinical technician at the user facility that the customer video processor has a ¿distorted image, no image¿. The customer reported issue was found during the inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to wear of the camera connector receiver. A specific cause of the wear of the camera connector could not be identified. Olympus will continue to monitor field performance for this device.